Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's biometric identifier and keyboard failed to function properly. The field service engineer (fse) addressed issues with the keyboard eye and biometric identifier reader, which were not responding. The keyboard cable was seated, but the eye remained non-functional, and the biometric identifier scanner was confirmed to be faulty and required replacement, so a new part was ordered. The biometric identifier scanner was then replaced. All drawers and slides were tested to ensure proper functionality. The top cover was opened, and connections in the electronics drawer were checked. The fse had removed the dust from beneath the top cover. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medflex 1000 biometric identifier and keyboard was failed to function properly. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event